Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd893735. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4): on an unreported date, the patient passed away. The cause of death was not reported. Per the nurse, the death was not related to therapy. The nurse declined to provide further information.this is report 3 of 3.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was withdrawn and the patient started hemodialysis therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event. This is report 3 of 3.